Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure to remove excess skin overgrowth from the abutment. The implanted device remains.